Event description:
The customer reported the system displayed a generator communication error message and x-ray functionality was disabled. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the kv controller board. The system operates as intended.